Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device in this incident. A technical support specialist (tss) verified with customer that issue occurred after pyxis added new facilities, and the entire server went down. Then, the tss confirmed that the customer resolved the issue. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the entire server had gone down after new facilities were added. The customer stated that they were unable to provide the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.